Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep initially called to review how power on reset (pors) occur and stated that it was a hypothetical question. Later in the call the rep stated they were looking into this information on behalf of a doctor who had this occur 4-5 years ago. No patient symptoms were reported. Additional information was received from the rep on september 27th stating that the cause of the por was determined to be due to the patient checking the device too often with the patient programmer. No further patient complications were reported/ anticipated as a result of this event.